Manufacturer narrative:
Results: device analysis pending; inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (stenosis). Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (stenosis). (B)(4).

Event description:
Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 9th and 10th proximal stent segments were raised and deformed.

Event description:
It was reported that the physician was attempting use an endeavor resolute stent to treat a lesion in the left coronary exhibiting 80% stenosis and no calcification. During the surgery, the lesion was pre-dilated once at 8atm. 60% stenosis remained after the dilatation, but the device could not cross the lesion. The stent was noticed as damaged after removal from the patient. The physician used a new device to complete the procedure. No patient injury reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.